Event description:
Boston scientific received information that during routine follow-up, this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The lead was configured to triad when the high out of range measurements were observed. In coil to coil the measurements were again out of range, however when programmed distal coil to can measurements were 90 ohms. Defibrillation threshold (dft) tests were then performed which successfully converted the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this system remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.